Manufacturer narrative:
(B)(4). The tray was returned for evaluation. The area where the screw head sets is not cut deep enough which causes the screw to read 1mm short.

Event description:
It was reported that the gauge on the screw caddy is inaccurate. The gauge measures one millimeter shorter than the actual length of the screw. No patient complications were reported.